Event description:
It was reported that the cartridge did not fit properly on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller to remove the pump case, check the pump and pneumatic tap area for any damage, remove an o-ring from the tap, and clean the area. After inspecting the cartridge, the customer successfully reloaded it and resumed insulin therapy.